Event description:
It was reported that the display of the device repeatedly restarted during ventilation. The ¿device failure (14)¿ was briefly displayed. It was reported that the device continued to ventilate and alarm with the set values. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be confirmed. Both alarms were caused by a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. In this failure mode the display functions might be impaired and/or the screen turns black. The plug connection must be checked and adjusted. If necessary, the system cable must be replaced. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.